Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (251 mg/dl). During troubleshooting with tandem technical support it was found that the customer incorrectly set up their pump settings. Customer delivered a manual injection and delivered a bolus via the pump to stabilize blood glucose levels. Tandem technical support guided the customer through correcting their pump settings.